Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that at follow-up, high voltage impedance was observed. The device remains implanted and the patient will be monitored.